Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape keypad dome. Unable to verify excessive no delivery due to keypad anomaly. The keypad connector was found closed properly during our visual inspection. Numbers do not ramp up on its own or scroll bar moving with no input. No unexpected shutting off or blank display anomaly noted. No unexpected off no power. No button error alarm. The insulin pump was received with currents within specifications. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error, off no power anomaly and excessive no delivery alarm. The customer's blood glucose value was unknown. The customer stated that the buttons were stuck and the pump shut off without warning. The customer stated that the time advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.